Manufacturer narrative:
The customer had reconnected the upper sheath tubing to resolve the leak prior to the fse (field service engineer) arrival. Identification of failure modes: failure mode is related to disconnected sheath restrictor tubing which was resolved by the customer. No erroneous results were generated for this event. The failure mode identified of a disconnected sheath restrictor tubing is likely to generate erroneous un-flagged, flagged, or non-numeric results are likely for differential and reticulocyte test results, depending on the severity of the leak, as the lower sheath tubing provides sheath fluid (diluent) stream in the flow cell for sensing cells for differential and reticulocyte analysis and fluid for rinsing the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. A leak of clear liquid was from the left side of the instrument. The volume was reported as 5 ml and the leak was not contained. The operator was wearing gloves, goggles, and a lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.